Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had sensitivity issues with triggering. The device was in clinical use when the issue occurred; the device was replaced with a different ventilator. No patient or user harm reported. A follow up was performed with the key market (km), and the responder reported that the hospital's equipment staff replaced the respiratory tubing to resolve the issue. No further details were provided. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.